Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and pelvic infection ('recurrent pelvic infection/other infection') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included painful intercourse, pelvic discomfort, incomplete bladder emptying, low back pain, uterine fibroids (intramural leiomyoma of uterus), abdominal pain, chronic cervicitis, nabothian cyst, constipation, enteritis (also thickened loops of small bowel containing some feculent material may represent enteritis.), mesenteritis (mild haziness within the small bowel mesentery with associated small lymph nodes can be seen with sclerosing mesenteritis.), menorrhagia, hypertension, itching, migraine, weight gain, vaginal discharge and painful intercourse. Concomitant products included ibuprofen. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2015, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), groin pain ("groin pain") and flank pain ("bilateral flank pain"). The patient was treated with surgery (lavh with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, abdominal pain, menorrhagia, vaginal discharge, urinary tract infection, vaginal infection, migraine, headache, groin pain, flank pain and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, flank pain, groin pain, headache, menorrhagia, migraine, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: she need additional surgery. Patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: no fallopian tube filling or spill occurred bilateral occlusion. Ultrasound scan - on (B)(6) 2016: results: multiple uterine fibroids predominantly in the pos. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:dyspareunia, pelvic discomfort, urinary retention, back pain , uterine leiomyoma, abdominal pain, cervicitis, cervical cyst , constipation, enteritis, mesenteritis, menorrhagia. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received-new events abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal discharge, uti, vaginal infection, migraine, headaches, groin pain bilateral flank pain,bacterial vaginosis, recurrent pelvic infection were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and pelvic infection ('recurrent pelvic infection/other infection') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroma. Concurrent conditions included painful intercourse, pelvic discomfort, incomplete bladder emptying, low back pain, uterine fibroids (intramural leiomyoma of uterus), abdominal pain, chronic cervicitis, nabothian cyst, constipation, enteritis (also thickened loops of small bowel containing some feculent material may represent enteritis.), mesenteritis (mild haziness within the small bowel mesentery with associated small lymph nodes can be seen with sclerosing mesenteritis.), menorrhagia, hypertension, itching, migraine, weight gain, vaginal discharge, painful intercourse, osteoarthritis, asthma chronic, fractured metatarsal and onychomycosis. Concomitant products included medroxyprogesterone acetate (depoprovera) for birth control as well as hydrochlorothiazide, ibuprofen, lisinopril, meloxicam (mobic), metoclopramide (reglan), metoprolol succinate (toprol xl), naproxen (naprosyn), salbutamol and terbinafine (lamisil). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 9 years 9 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced urinary tract infection ("uti/infection (uti)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), groin pain ("groin pain"), flank pain ("bilateral flank pain") and back pain ("back pain"). The patient was treated with surgery (lavh with bilateral salpingectomy, full hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, abdominal pain, menorrhagia, vaginal discharge, urinary tract infection, vaginal infection, migraine, headache, groin pain, flank pain, bacterial vaginosis and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, flank pain, groin pain, headache, menorrhagia, migraine, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: she need additional surgery. Patient received treatment for events ¿ pelvic pain, abdominal pain, menorrhagia essure insertion date provided in pfs : (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: bilateral occlusion. Ultrasound scan - on (B)(6) 2016: results: multiple uterine fibroids predominantly in the pos. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:dyspareunia, pelvic discomfort, urinary retention, back pain , uterine leiomyoma, abdominal pain, cervicitis, cervical cyst , constipation, enteritis, mesenteritis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: plaintiff fact sheet received. Medical history, concomitant drugs, event "back pain" added. On 24-feb-2020: pif received: no new information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain/pelvic pain') and pelvic infection ('recurrent pelvic infection/other infection'). In a 39-year-old female patient who had essure (ess205), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: fibroma removal. Concurrent conditions included: painful intercourse, pelvic discomfort, incomplete bladder emptying, low back pain, uterine fibroids (intramural leiomyoma of uterus), abdominal pain, chronic cervicitis, nabothian cyst, constipation, enteritis (also thickened loops of small bowel containing some feculent material may represent enteritis), mesenteritis (mild haziness within the small bowel mesentery with associated small lymph nodes can be seen with sclerosing mesenteritis), menorrhagia, hypertension, itching, migraine, weight gain, vaginal discharge, painful intercourse, osteoarthritis, asthma chronic, fractured metatarsal and onychomycosis. Concomitant products included: medroxyprogesterone acetate (depoprovera) for birth control as well as hydrochlorothiazide, ibuprofen, lisinopril, meloxicam (mobic), metoclopramide (reglan), metoprolol succinate (toprol xl), naproxen (naprosyn), salbutamol and terbinafine (lamisil). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"), (B)(6) years (B)(6) months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced urinary tract infection ("uti/infection (uti)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), groin pain ("groin pain"), flank pain ("bilateral flank pain"). And back pain ("back pain"). The patient was treated with surgery (lavh with bilateral salpingectomy, full hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, abdominal pain, menorrhagia, vaginal discharge, urinary tract infection, vaginal infection, migraine, headache, groin pain, flank pain, bacterial vaginosis and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, flank pain, groin pain, headache, menorrhagia, migraine, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: she need additional surgery. Patient received treatment for events: pelvic pain, abdominal pain, menorrhagia. Essure insertion date provided in pfs: (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2004, bilateral occlusion. Ultrasound scan; on (B)(6) 2016, results: multiple uterine fibroids predominantly in the pos. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, pelvic discomfort, urinary retention, back pain , uterine leiomyoma, abdominal pain, cervicitis, cervical cyst, constipation, enteritis, mesenteritis, menorrhagia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.